Manufacturer narrative:
Beckman coulter service engineer was dispatched. Beckman coulter service engineer evaluated and confirmed the leak from close tube aliqouter wash assembly. Service replaced the wash assembly and that resolved the issue. Instrument software version is unknown. Beckman coulter internal identifier is (B)(6).

Event description:
Customer reported to beckman coulter customer technical support a close tube aliqouter wash station leak from unicel 600i synchron access clinical system. Customer stated that there was one patient had false results generated for troponin. Result was not reported out of the lab. There was no impact to patient treatment. No reports of injury or exposure. Customer was wearing their personal protective equipment.